Manufacturer narrative:
Date of event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was having a problem with excessive urine output. Patient said they had spoken with their doctor who at first thought excess urine output might be due to a urinary tract infection (uti). Patient said they had antibiotics for two weeks which cleared up the uti, further mentioning that they were still having excess urine output and was filling a pad every hour to 45 minutes. Patient mentioned that they called the doctor who told patient to call the manufacturer. It was noted patient had a programmer (pp) , synced with it and stimulation was off. Therapy was turned on because it was reviewed that it needed to be on so as to be effective. It was noted that patient did not feel stimulation. After patient synced with their ins, the pp showed 2.9v but patient could not feel stimulation. While on the call, patient increased stimulation to 3.3v and stated that it started to hurt. Patient was assisted in turning stimulation down to 3.0v and patient confirmed it was a comfortable level and was feeling it in the bicycle seat area. Therapy expectations were reviewed and patient would consider increasing amplitude if medically appropriate. It was reviewed that it takes time for the body to respond to therapy. It was reviewed that patient could be assisted with further stimulation adjustments if necessary. No further patient complications were reported/ anticipated as a result of this event.